Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 559 mg/dl. It was also reported that the controller would not communicate with the pod. Symptoms reported include headache, trouble breathing, and body weakness. The patient is still admitted in hospital at the time of the report so no treatment details was provided. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.